Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced periods of dizziness. It was also reported that intermittent loss of capture was noted on the right ventricular (rv) lead. It was also deemed that there may be electromagnetic interference from the machinery the patient uses at work that is causing pacing inhibition. The rv lead was reprogrammed and remains in use. The ipg remains in use. No further patient complications have been reported as a result of this event.